Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became frozen on the home screen. Customer unplugged the pump from a power source and plugged it back in, and stated that the touchscreen began functioning as intended. Customer's blood glucose level was not impacted.